Manufacturer narrative:
The alleged test strips were returned for investigation and were measured on a reference meter with a high level control sample. Testing results (qc range: 2.7-3.3 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs plus meter serial number (B)(4) for 1 patient compared to a laboratory result using an unknown method. At 8:45 am the meter result was >8 inr. The meter result was repeated and the result was 8.0 inr. The laboratory result was taken within 3 hours and the result was 4.2 inr. At 8:45 am on 6-jul-2020, the meter result was 2.1 inr. At the same time, the laboratory result was 1.5 inr. The patient's therapeutic range was requested but not provided. The customer stated the meter and strips failed qc a few hours after both events, but they continued to use the meter.